Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear due to repeated use of the device in the field. Manufacturing date 2021.

Event description:
On 06/18/2025, a facility representative reported via (B)(4) that an ar-12990 knee scorpion bottom jaw snapped off intraoperatively on (B)(6) 2025. Although this caused no harm to the patient, the piece was lodged in the joint and was removed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.